Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia) /heavy bleeding') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included uterine dilation and curettage, costochondritis, chest pain and shortness of breath. In (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device location of device: fell out (left)"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue,"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety") and abdominal pain lower ("pain lower abdomen"). In (B)(6) 2004, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and vaginal discharge ("vaginal discharge"). In (B)(6) 2004, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2005, the patient experienced nausea ("nausea"). In (B)(6) 2005, the patient was found to have weight decreased ("weight gain /loss; loss and gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("back pain/ lower back pain") and migraine ("migraine/headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery ((B)(6) 2014 essure removal surgery and d and c). At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, device expulsion, abdominal pain, dyspareunia, dysmenorrhoea, back pain, vaginal haemorrhage, fatigue, vulvovaginal mycotic infection, urinary tract infection, migraine, nausea, depression, weight decreased, anxiety, vaginal discharge, abdominal pain lower and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, weight decreased and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted as per pfs: insertion date of essure: (B)(6) 2004. Talked about cramping and heavy bleeding. Current weight (B)(6) lbs. Discrepancy note for essure confirmation test as previously it confirmation for imaging procedure. The patient had a previous essure and wished for it to be removed if possible. If you have not had your essure removed, are you currently planning for essure removal? No. Previously reported removed diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Imaging procedure - on (B)(6) 2016: essure confirmation test(s) (unspecified): result: not reported. Quality - safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2019: plaintiff fact sheet and medical record received. Case become incident. New reporters added. Event abnormal bleeding(menorrhagia) added to verbatim menorrhagia. Patient demographic added. New event abnormal bleeding (vaginal), fatigue, fungal infection, uti, yeast, migraine/headaches, migration of essure device location of device: fell out (left), nausea, depression, weight gain /loss; loss and gain, anxiety,vaginal discharge and heavy bleeding were added. Medical history added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.